Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead had been trending downwards for some time and had gone low out of range. There was also noise noted on the rv lead. It was noted that the patient had a left ventricular assist device (lvad) placed a few months before the impedance began trending downwards. It was suspected that the lead issues may have been related to lvad placement. No adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.